Event description:
Extension adaptor has been cracked after it was connected.

Manufacturer narrative:
The complaint of a crack in the luer adaptor was confirmed but the cause is unk. The product was returned for eval and extension leg from a retro dialysis catheter. A longitudinal crack was seen in the luer adaptor. The crack traversed approx 0.22", from the orifice of the adaptor to the transition step. The crack was located 0.04" from the mold parting line, on the opposite side of the mold injection gate. Microscopic examination (10-30x) of the orifice of the adaptor revealed that the crack traversed through the entire wall off the luer adaptor. Blood residue was seen within the crack. The sample was patent to infusion. No leaks were detected when the sample was accessed and hydraulically pressurized with either a male slip fit syringe or a luer lock syringe. The exact mechanism which caused the crack in the adaptor is unk at this time. A chr is not possible, as no mfg lot number info has been provided by the complainant.